Event description:
It was reported that the asymptomatic patient presented. Upon review, the right atrial lead exhibited atrial signal amplitude variation and undersensing. Lead noise was observed on an episode of automatic mode switch. The lead also exhibited low impedance occasionally. No intervention was performed, and the patient remained asymptomatic.